Event description:
South korea. Allegedly, two and a half months postoperatively, the patient presented with right-breast firmness, and ultrasonography confirmed rupture of the right breast implant (sn: (B)(6)). A revision surgery was performed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: device rupture